Event description:
Device report from (B)(6) reports an event in (B)(6) as follows. During a procedure, the patient was implanted with corresponding plate and screws and when the last screw was placed, the plate broke. It was reported that the plate and screws were removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed. Placeholder.

Event description:
All fragments of the broken implant were removed from the patient. The surgery was with 30 minutes significantly prolonged, but finished as planned.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional evaluation of information received from synthes (B)(4) caused the change in the determination.